Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an arthroscopic shoulder repair procedure on (B)(6) 2021, it was observed that the fms fluid management system inflow tubing split around inflow wheel. The tubing was replaced to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that fms tubing split around inflow wheel during arthroscopic shoulder repair. I noticed a black mark on the replacement tubing in the same spot the previous tubing had burst. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, it was observed the label of the device reported. In the other photo, the tubing was observed for any gross visual defects that may cause a leak; also, there was a crack found in the tubing, which would cause the device to leak. The black mark observed in the tube appeared to be the flow arrows. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Therefore, we can confirm that there was damage to the device. Hands on analysis should provide the evidence necessary to confirm the root cause. It is possible that when it was not seated correctly on the rollers of the pump and the clamp is pressed down or damaged from procedural variables, such handling of the device or product interaction during procedure; therefore, causing the tubing to become damaged. However, this cannot be conclusively determined. The IFU warns to avoid damage to tubing, make sure that the tubing is centered on the groove of the pump. Make sure the transparent tubing connection is securely positioned in the auto-lock to avoid damage to the tubing. Make sure the tubing is centered in the pump roller groove. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.